Event description:
Patient presented to clinic for negative pressure wound dressing. Np [nurse practitioner] chose a pico 14 and applied to patient. After dressing was in place the pump was not able to maintain negative pressure. The dressing was checked for any leaks and reinforced and negative pressure was still not able to be achieved. The np grabbed a new box and used the pump from that box without issue.